Event description:
The customer reported that he was receiving no delivery alarms on his insulin pump. The customer stated his blood sugars were high due to a sinus infection. The customer's blood glucose was 50 mg/dl, which he treated by eating hash browns and juice. The customer performed a 5.0 unit fixed prime and the insulin did not exit. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported insulin did exit the tubing. The customer was advised to rewind the pump and perform a manual prime. Insulin did exit, demonstrating the no delivery alarm was caused by an infusion set or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).